Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: it was further stated that the iol was dislocated. All pertinent information available to abbot medical optics has been submitted. Placeholder.

Event description:
It was reported that after implanting an intraocular lens (iol) in the right eye of a patient, the pupil would not come down and remained dilated. In addition, it was stated that this significantly interfered with activities of daily life. As a result, the lens was required to be explanted in a secondary procedure and replaced with a new lens with the same diopter power. It was further stated that in explanting the lens the incision was required to be enlarged, and a suture was used. The patient was taking a steroid and an anti-inflammatory drug and on (B)(6), 2014, it was reported that the patient's condition had immensely improved.